Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2012, at 20:02:23. During night drain cycle two, the patient's ultrafiltration reading was 1646ml, indicating the home patient (hp) drained 1646ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, as there was inappropriate bypass of the drain, not including I-drain. A review of the labeling was performed showing that the at home guide gives instructions on how to bypass the drain phase. The warning in the guide states that, "bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death. " the instructions also begin with instruction to "contact your dialysis center to learn when it is safe to bypass." If any additional information is received a follow-up will be sent.